Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had low blood glucose (bg) values and was taken to the emergency room (ER) by ambulance. The patient was unresponsive and was not able to walk. For treatment, the patient was given glucose and soda. The pod was worn longer than 48 hours on unknown location. The pod was discarded and the patient was discharged on the same day.